Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Based on the observation of a twisted lead body near the lead terminal/proximal end. Complete lead was returned intact and was not severed. The helix was extended. Dried blood/body fluid in helix housing and tip region was noted which was normal for ingevity. The setscrew marks were in the correct location on the terminal pin. Helix mechanism could not be tested due to dried blood in the housing. Continuity testing passed indicating conductors were intact. Hipot test passed indicating no electrical shorts between conductors. The lead tip/helix appears intact and undamaged. Laboratory analysis confirmed the reported allegations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was twisted no less than twenty times as the patient had twiddler's syndrome. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was twisted no less than twenty times as the patient had twiddler's syndrome. This rv lead was explanted. No additional adverse patient effects were reported.